Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for lumbar radiculopathy reported via the manufacturer's representative (rep) the anchor site was too superficial and he wasn't happy with the position of the lead anchor. The patient planned to have this addressed with a procedure on (B)(6).